Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer received emergency medical assistance due to low blood glucose on april 4, 2017 with unknown blood glucose levels at the time of the incident. The customer stated that they had noticed for years that every time they changed their set, they would experience low incidents. The customer was given glucose gel to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call medtronic directly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.